Manufacturer narrative:
The hf resection electrode was not returned to olympus for evaluation/investigation, since it was most probably discarded by the user facility. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, this event/incident was attributed to use error, since the breakage of the loop wire occurred when the urologist applied excessive force by pulling it through the prostate tissue. In addition, the settings of the ues-40 electrosurgical generator were much lower than recommended. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user was informed about the recommended settings of the ues-40 electrosurgical generator and retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a transurethral resection of the prostate in saline (turis-p) procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient's bladder. Furthermore, it was reported that the settings of the ues-40 electrosurgical generator were much lower than recommended. The breakage of the loop wire occurred when the urologist applied excessive force by pulling it through the prostate tissue. No fragment remained inside the patient, since the loop wire was reportedly retrieved by unknown approach. No further information was provided and it is unknown if and how the intended procedure was completed. However, there was no report about an adverse event or patient injury.